Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6) 2010 at 07:37:49, the device recorded a critical ram parity error por (power on reset). Analysis by technical services indicates this is not a serious power on reset and is consistent with radiation exposure.

Event description:
Power on reset was reported. It was also reported that the patient has been undergoing radiation therapy. There were no patient complaints reported.